Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the cx. The 2.5 x 15 promus stent dislodged in the cx and was retrieved with a snare. The 2.5 x 18 promus stent dislodged in the cx and was crushed against the vessel wall with a 4.0 x 20 promus stent. A 3.0 x 23 promus stent was successfully implanted in the target lesion. There were no patient complications. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because another MFR distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Many factors can contribute to stent dislodgement. In this case, the patient's anatomical information was not provided. However, based on the reported information that stent dislodgement occurred with two promus stents from different manufacturing lot numbers, it is possible that the patient's anatomy and/or lesion morphology contributed t the reported dislodgements. Overall, a conclusive cause for the stent dislodgements could not be determined; however, there is no indication to suggest a product related quality deficiency.